Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer did not insert the syringe into the cartridge far enough to fill the cartridge correctly. Customer changed the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.